Event description:
This lead was implanted in (B)(6) 2012 and remains implanted at this time. It was noted on (B)(6) 2013, that the patient arrived at the hospital due to a syncope experienced at home. Ventricular threshold was over 6.5 vat 1.00 ms. Threshold was tried to be measured both in unipolar and in bipolar, without any success. Typical noise maneuvers were performed without any noise reproducibility. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).